Event description:
This is the same pt and same event reported under MDR ID # 2939859-2002-00021. This is the first MDR submitted for the first suspect product. Pt experienced symptoms of hypersensitivity at injection site after collagen treatment. Symptoms include positive skin tests after treatment. Physician has prescribed oral prednisone for the symptoms.